Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was leaking. Customer reported that the liquid was contained to both the left and right drip trays. Customer reported that the volume of the leak was 20 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing at valve 18 had a hole from normal use. The fse replaced the tubing at valve 18 and resolved the leak. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).